Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported their gums were receding on the bottom teeth and they were experiencing gum sensitivity and fit issues in the front of their teeth. Upon follow up, the patient later reported that their doctor performed a gum graft from the roof of their mouth and they would have a splint in that area to help it heal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.